Manufacturer narrative:
Itaper type ii. Medwatch sent to FDA on: 10/oct/08. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Nausea, vomiting and band slippage are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or event small to reduce to possibility of band and/or stomach slippage."

Event description:
Reported by patient as: I lost 100 lbs with the lap-band surgery. I became ill with bronchitis and pneumonia, my band slipped, and had to be removed." Follow up with the doctor reveals ""the patient had nausea, vomiting, pneumonia and a band slippage."